Event description:
It was reported that patient dislocated again. Surgeon decided to try a different hinge since this patient has dislocated prior and he changed implants then.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.